Manufacturer narrative:
Device evaluation: the complaint issue was described as "scratchy image". The customer's complaint was verified. Moving the cable would cause image color stability issues. A functional test found that cable manipulation near the camera housing would cause the image to turn pink, indicating the color green was dropping from the image. A visual inspection was unable to identify any obvious signs of abuse or damage. This issue was not repeatable when a test fixture cable was installed. When the original cable was reinstalled, the failure returned. The customer's cable has never been replaced, which places it at more than 7 years old. The cable needs to be replaced to address the customer's issue, which was caused by normal wear and tear. The cause of the issue was determined as normal wear and tear. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "scratchy image" no negative impact in state of health reported.